Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that there was a system message displayed prior to the procedure. The case was cancelled however the pt had already received peribulbar anesthesia. There was no pt harm.